Event description:
It was reported that the device overheated during testing at the user facility. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.